Manufacturer narrative:
The investigation of high purge pressure (hpp) has been completed. Product wasn't returned for investigation. Data log review confirmed the high purge pressure event. On 2/21, the purge pressure trended up gradually over the course of 1.25 hours until the first alarm triggered. There were no motor current spikes leading up to the event. Purge pressure remained elevated for 7 hours before it resolved for the rest of the case. During the hpp, purge flow data shows sodium bicarb being removed from the purge fluid and then reintroduced after it had resolved. Clinical details report there were no kinks noted in the purge line and that tissue plasminogen activator (tpa) was added to the purge. Based on the gradual purge pressure rise, tpa being added to the purge, and the complication resolving, the root cause of the high purge pressure was determined to most likely be biomaterial buildup.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported that roughly one day into impella 5.5 support, the purge flows began to drop while the purge pressure rapidly increased. Tissue plasminogen activator was added to the purge line and the flow rate and pressure began to normalize. There was no patient harm.